Event description:
It was reported that a pump declared alarm 20 during pumping, indicating an issue. There was no adverse impact to the customer's blood glucose level. The customer was not able to successfully load a new cartridge, and as a result, technical support decided to replace the pump. The replacement pump with the specified serial number was provided, and instructions for transport were conveyed by technical support.